Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin across multiple cartridges. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 331 mg/dl. In addition, it was reported that while the customer attempted to press the "number 3" on the touchscreen number pad the pump registered that the "number 7" was being pressed. Customer declined to continue troubleshooting with tandem technical support.